Manufacturer narrative:
Concomitant medical products:product ID neu_unknown_prog, product type programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 245.32 mcg/day via an implanted pump. It was reported a pump programming error occurred. It was noted they changed the concentration from 500 to 1000 mcg/ml at 2:54 pm (an hour ago) and did not perform a bridge bolus. The patient was coming back. The daily dose changed slightly from 245.32 mcg/day to 245.30 mcg/day. The catheter volume was 0.190 mls and bridge bolus volume was 0.389 mls. The hcp was going to call back when they patient got there for a modified bridge bolus. Additional information received from the hcp indicated the patient arrived after 81 minutes passed. The catheter volume was 0.250ml and new bridge volume= 0.435ml. The duration was 21 hours and 18 minutes. Patient symptoms were not reported.